Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic intersphincteric resection - "this is the complaint from the market. Ten hours after the start of the surgery, the user observed a broken piece of the device in the abdominal cavity of the patient when checking there the final stage of the surgery. The user retrieved the broken piece from the patient's body. For details, please refer to 'complaint sheet for investigation'". "As it happened at the final state of the surgery, the user completed the surgery without replacing the trocar. It is unknown at what stage of the surgery the piece fell off. Medical devices and steel surgical tools used in the surgery are a harmonic scalpel, a valley lab (electronic scalpel), and intestinal grasping forceps. Mainly, half-sized gauze (normal size gauze cut into half) was used. According to the user, as the surgery took more than 10 hours, they may have been using more gauze than usual, though there was not a massive bleeding. Would you give us suggestions or methods for improvement, if you have any, so that we can prevent recurrence of similar defective/failure?"